Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the customer received two boxes and the threads do not slip.

Manufacturer narrative:
Samples received: 32 unopened pouches. Analysis and results: there are no previous complaints of this batch of which we manufactured and distributed 6,372 units in the market. There are no units in stock in b. Braun surgical warehouse. We have received 32 closed samples. Knot running strength test has been conducted on the samples received and the results are the usual ones. The knot running strength is defined as the average load between limits when a knot is made run in the sutures. The knot running strength is related to the suture roughness. The results obtained in the knot running strength test in the sutures complained are similar compared with other reference batches. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.